Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button error alarm that occurred 2 days ago. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was not been exposed to great temperature variations nor change in altitude. The customer had already returned to back up plan following healthcare professional¿s instructions. The device will not be returned for analysis.